Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor break. Customer stated they had to throw an entire box of sensor because the transmitter did blink when connected to sensor even if fully charged. Customer stated they removed the sensor and found out that electrode was missing. Customer asked for a possible replacement of the sensor. Customer's blood glucose at time of incident was unknown.